Event description:
It was reported that three tools broke during a standard craniotomy. The procedure was done by experienced surgeons. There was no patient impact reported. No additional information was obtained on follow up

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).